Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient stated they were in the office today and the hcp was helping them with the device and patient is not connected to the device anymore. Patient clarified that therapy was on at the hcp's office but then the therapy went off. Agent asked if the staff knew why therapy was off and patient states patient took a couple of falls back in may and today they think the device in the hip had moved and they were trying to help patient program it to the hip again and it turned off in some kind of way. Patient was going to use it until they change it out and they are going to replace it on august 27th. Patient states therapy was on when they went in the office today and the doctor was checking something and it turned off and when patient left out it was off. Patient stated they were charging their battery right now and the ins charge level was at 10%. Patient stated letting the ins charge level get too low and that might be why the therapy turned off. Patient wanted to try to connect to the micro therapy app. Patient states the app shows por, therapy had been turned off. Agent reviewed patient can continue recharging and then use the micro app to turn therapy on. Patient was not able to find the micro app on the handset main screen but was able to find it in the icon with the 9 dots. Patient will continue to charge and then turn therapy back on.